Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, dog chew marks and cracked lcd window. It was unable to test and verify the operating currents and blank display due to the cracked and bleeding lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her dog chewed the insulin pump overnight and the screen and keypad got damaged and the display went blank. Blood glucose value is unknown. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.